Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right atrial (ra) lead. Technical services (ts) stated that there was a singly jump and no episode of noise was noted. Ts discussed if this could be spring contact or lead fracture and recommended to have the patient seen in clinic for further evaluation. This device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right atrial (ra) lead. Technical services (ts) stated that there was a singly jump and no episode of noise was noted. Ts discussed if this could be spring contact or lead fracture and recommended to have the patient seen in clinic for further evaluation. This device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.